Event description:
Allegedly surgeon drilled over the k-wire. The end of the k-wire remains in the bone.

Manufacturer narrative:
Investigation not complete. Additional info has been requested. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. Event occurred in another country.